Event description:
The customer reported that the system displayed a poor image quality and they were getting a double image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply and camera. The system operates as intended.